Manufacturer narrative:
Philips has investigated this complaint. A philips engineer contacted the customer and confirmed that the system doesn't start. The suite and x-ray pc¿s did not turn on at the boot up and the software was loaded with errors. The philips field service engineer (fse) went onsite and found that the customer had figured out the problem by themselves before the fse arrived. The customer had received a bad suite pc the first time they ordered, they ordered it second time and they were able to boot the system. The fse performed the necessary adjustments/calibrations, reloaded the new software and uploaded the new license file on the new suite pc to resolve the issue. After the repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system does not boot.  The device was inside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.